Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not giving correct units of insulin. Customer also mentioned they compared 6 units of insulin from the insulin pump and 6 units of insulin from syringe in a bowl, the 6 units of insulin from the pump is less than the one from syringe customer also mentioned about changing tubing constantly and no air bubbles or leak. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.